Manufacturer narrative:
Investigation summary: the incident device was returned for evaluation. Upon inspection, engineering found that both latch tabs on the cannula had broken off. The broken latch tabs were not returned for evaluation. No other damage to the returned unit was noted. Engineering conducted testing on representative samples which resulted in damage that was consistent with the damage seen on the event unit. However, this damage was only replicable if significant repeated back and forth bending was performed. The exact root cause of the incident could not be determined as the incident was unable to be replicated without repeated bending of the latch tabs. The breakage may have been due to an error in the manufacturing process, which potentially caused the material located at the latch tabs to become brittle.

Manufacturer narrative:
Name of procedure performed provided - cholecystectomy.

Event description:
Cholecystectomy - "a piece of plastic fell of the trocar during operating room. It was a little ear on top of the trocar, the piece was not found after the operating room." Patient status - ok.

Manufacturer narrative:
Full UDI unknown as no lot number was provided. Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "A piece of plastic fell of the trocar during or. It was a little ear on top of the trocar, the piece was not found after the or."patient status - "ok."